Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on 7/1/2020 due to continuous blood glucose (bg) levels of 385 mg/dl, and moderate ketones. Reportedly, the customer did not perform the load fill tubing process during the load sequence. Bg was treated with intravenous insulin and unspecified fluids, ondansetron and oxycodone, and lidocaine reportedly, customer left the ER a few hours later with customer in stable condition (bg level unknown).